Event description:
Our rep is reporting to us that a (B)(6) underwent an arthroscopic ankle repair in which a mitek minilok anchor was used for fixation. Post operatively, the (B)(6) developed a rash around the wound site. The patient was treated with something (undefined) and is being monitored. The surgeon thinks that the(B)(6) is reacting to the "blue coloring" of the anchor. At this point in time, this is all of the information that has been made available, however, there are questions out for further information and detail.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.